Event description:
It was reported to boston scientific corporation in 2005 that a low profile balloon was attempted to be placed during a balloon replacement procedure (product placement date five days prior; patient age, gender, and weight unknown). According to the complaint, balloon was found to be ruptured during the pre-placement inspection inflation of the balloon. The procedure was performed with another device. The procedure was able to be performed successfully. No patient complications were reported as a result of this event. The patient's condition was reported to be good.

Manufacturer narrative:
Visual evaluation of the returned device revealed that the balloon had a large tear in it, rendering the device non-functional. The tear was not in the seam of the balloon. The cause of this malfunction cannot be determined.